Event description:
Customer states patient came to the emergency room and had a plasma and serum sample drawn. The plasma sample sodium result was 160 mmol per l and bicarbonate result was 17 mmol per l, these results were reported. The same plasma sample was repeated in 2009, sodium was 132 mmol per l and bicarbonate was 13 mmol per l. A serum sample from the patient was also tested the same day, which gave a sodium result of 132 mmol per l and bicarbonate result of 13 mmol per l. The patient was not adversely affected. No other samples were affected.

Manufacturer narrative:
The field service representative determined contamination in the reaction bath and water jug to be the cause. He cleaned the bath and water jug and performed preventative maintenance. Calibration and quality control were performed to verify analyzer operation.